Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they had an MRI on wednesday afternoon and when they put it back on it was in their sciatic nerve all the way up and down their right side which is the side the manufacturer device is on and they were walking with a limp and it was about a 7 pain level. Patient said they adjusted it, turned it down and took a strong tylenol and was a little better but they still had the pain. Reviewed ins stim sensation information and therapy optimization information, control equipment general use and reviewed the option to turn therapy down or off and following up with their doctor. Patient said they could not do it at the moment they were hooked up to an IV. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.